Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 02/18/2024, that on 01/05/2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023, which is off-label usage of the device. On 01/05/2024, it was reported that the patient experienced a skin reaction which occurred six days after the sensor had been inserted in the arm. The patient developed pimples under the sensor pod area only. Prior to sensor insertion the area was prepped with alcohol. On 01/10/2024, the patient consulted a health care provider who prescribed oral and topical antibiotic medications for the reaction. The patient was in good condition at the time of report. No additional event or patient information is available.